Event description:
It was reported to philips that the system's geometry movements were unavailable after a power outage. No harm was reported to philips. Philips has started an investigation of this complaint.